Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported upon removal a tampon fell apart leaving pieces inside her vaginal cavity. She felt she manually removed 90% of the remaining pledget pieces. She went to the doctor and a vaginal exam was not done however she was prescribe an unknown antibiotic with no diagnosis indicated. She believed her body was naturally expelling the remaining cotton. She did not experience any adverse health effects and there was no indication of any follow-up medical appointments planned.